Manufacturer narrative:
H6: a follow up report will be sent when the investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time and punctured the dura. It was also reported that there were no adverse consequences and no delays as a result of this event.